Manufacturer narrative:
The device was not returned for analysis. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that contribute to failure to achieve hemostasis, include, but not limited to user technique (poor or partial tissue capture, air knot). The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that this was a closure of a left common femoral artery with four prostyle devices using the pre-close technique via a 6fr sheath hole prior to an interventional thoracic endovascular aortic repair (tevar) procedure. Reportedly, there was no suture visible when pulling the plunger out for the first prostyle device. Another prostyle device was inserted in place of the first prostyle device. Then to complete the pre-close technique, another device was placed. The sheath was upsized to a 24fr sheath and the taver procedure was completed. Reportedly, at the end of the procedure during suture management, while the wires were still inserted, there was no satisfying hemostasis. The physician then used another prostyle device to achieve hemostasis but the device failed to achieve hemostasis. A cut down was used to achieve hemostasis. There was no reported patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The additional prostyle device referenced in b5 is being filed under a separate medwatch report number. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.